Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, investigation believes one of the following causes lead to the reported failure: the dvi cable was compromised, possibly broken. Long-term repeated use of the device resulted in deterioration of parts, and ultimately lead to the reported failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the evaluation, the user report could not be confirmed. Device successfully passed a full inspection. According to investigation, it seems the customer may be having issues with their monitor or cable connection. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center presented an intermittent image while in a procedure. According to the initial reporter, it didn't matter which scope they tried, the display would 'blink out for 10 seconds and come back'. Customer suspects the cause is the system output. There was no patient harm or consequence reported as a result of this event.